Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. Information was reported that the patient said that her implant was charging to only 80% and then say finished, and then only up to 60% and then would say finished, and the patient said now it's currently only charging up to 40%. The patient said this started happening monday ((B)(6) 2018) when it would only charge to 80% and the patient said this morning she found that it would only charge to 40%. The patient also said that it's not giving good relief, it stopped giving the patient good relief on saturday (B)(6) 2018. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that product ID 97715, serial# (B)(4), product type: ins, 97715 intellis adaptivestim pain in this report malfunctioned causing or contributing to a death or serious injury. Therefore, product ID 97715 serial# (B)(4), product type: ins 97715 intellis adaptivestim pain has been removed from the event and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
MDR decision corrected to not reportable.